Event description:
It was reported that this right ventricular (rv) lead exhibited impedance measurements of greater than 2000 ohms and noise. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).